Event description:
Philips received a complaint by bench repair on the v60 indicating that while servicing the device it was observed that the device will not power on. It was determined that the user interface ui 2nd gen, v60 will need to be replaced. It was reported there was no patient involvement at the time the issue was discovered bench replaced the user interface ui 2nd gen, v60 to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6).